Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat the internal hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 has been updated based on the additional information received on september 26, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat the internal hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Additional information received on september 26, 2024: the speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing with one band attached to it. Also, the ligator housing teeth were found in good condition. The handle had marks of the trip wire indicating that the trip wire was secured. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the ligator housing had one band attached to it. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat the internal hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Additional information received on september 26, 2024: the speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation.